Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this pacemaker exhibited discomfort around the pocket area. Subsequently, a device revision was performed. This device remains in service. No additional adverse patient effects were reported.